Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly on (B)(6) 2017 the subject lead was implanted in the right atrium. On (B)(6) 2020 when the patient¿s pacemaker was interrogated during a follow-up visit, it was revealed that the lead polarity switch had been activated and the pacing mode changed from safer to vvi because of low atrial lead impedance values (below 200 ohms) measured twice on (B)(6) 2020. A further check confirmed that there were two arrhythmia episodes where noise was present in the atrial channel. When manual lead tests were performed, the atrial lead measurements were normal and almost the same in both unipolar and bipolar mode: 495 ohms of impedance, 0.5 v/0.35 ms of threshold, and 3.83 mv of p-wave amplitude. After the pacing mode was reprogrammed back to safer, a proper functioning was confirmed. The patient will be monitored. Preliminary analysis revealed the presence of atrial noise oversensing. The observed noise pattern is typical of a lead issue and/or a lead connection issue; however, none of them could be confirmed with certainty.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly on (B)(6) 2017, the subject lead was implanted in the right atrium. On (B)(6) 2020, when the patient¿s pacemaker was interrogated during a follow-up visit, it was revealed that the lead polarity switch had been activated and the pacing mode changed from safer to vvi because of low atrial lead impedance values (below 200 ohms) measured twice on (B)(6) 2020. A further check confirmed that there were two arrhythmia episodes where noise was present in the atrial channel. When manual lead tests were performed, the atrial lead measurements were normal and almost the same in both unipolar and bipolar mode: 495 ohms of impedance, 0.5 v / 0.35 ms of threshold, and 3.83 mv of p-wave amplitude. After the pacing mode was reprogrammed back to safer, a proper functioning was confirmed. The patient will be monitored. Preliminary analysis revealed the presence of atrial noise oversensing. The observed noise pattern is typical of a lead issue and/or a lead connection issue; however, none of them could be confirmed with certainty.

Manufacturer narrative:
B5 updated following additional information received on 09 nov 2020. H6 updated. Please refer to the attached analysis report.

Event description:
Reportedly on (B)(6) 2017 the subject lead was implanted in the right atrium. On (B)(6) 2020 when the patient¿s pacemaker was interrogated during a follow-up visit, it was revealed that the lead polarity switch had been activated and the pacing mode changed from safer to vvi because of low atrial lead impedance values (below 200 ohms) measured twice on (B)(6) 2020. A further check confirmed that there were two arrhythmia episodes where noise was present in the atrial channel. When manual lead tests were performed, the atrial lead measurements were normal and almost the same in both unipolar and bipolar mode: 495 ohms of impedance, 0.5 v/0.35 ms of threshold, and 3.83 mv of p-wave amplitude. After the pacing mode was re-programmed back to safer, a proper functioning was confirmed. The patient will be monitored. Preliminary analysis revealed the presence of atrial noise oversensing. The observed noise pattern is typical of a lead issue and/or a lead connection issue; however, none of them could be confirmed with certainty. Update provided on 09 nov 2020: reportedly, during a follow up performed on (B)(6) 2020 it was noted atrial pacing failure and abnormal atrial lead impedance (above 3000 ohms) in both polarities. Noise was identified in the egm in both polarities when the patient raised the left arm. The patient¿s intrinsic heart rate was 55 bpm. The pacemaker was re-programmed to operate at 50 min-1 in vvi mode and the patient will be monitored.